Event description:
It was reported that high capture thresholds and low sensing were observed. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.